Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-01029. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. Six days post the placement of a 2.75x28 mm and 3.00x20 mm taxus express2 drug eluting stent, the pt returned to cath lab emergently. An in stent thrombosis was identified. It is unknown what was done to correct the thrombosis. No additional pt complications were reported. Additional info was requested, but not provided.